Event description:
It was reported that the patient had a seroma and experienced pain after he was seen at the clinic on (B)(6) 2012 for a dose increase of 10%. It was reported that the patient's pain level was rated at a 7 out of 10 on the pain scale but there was no visible sign of fluid buildup around the pump site area at that time. On the day of report, the health care provider stated that there was a noticeable difference of swelling around the pump site and that they were not able to access the reservoir fill port to complete refill, but was able to aspirate approximately 100ml's of fluid from the pump site area. It was noted on the same day that the patient's pain was rated at a 6 out of 10 on the pain scale. The drug delivered via pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j11197r05, serial#, implanted: 2002 (B)(6), explanted: product type catheter. (B)(4).